Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter and a stopcock. The balloon was loosely folded. Microscopic inspection found no damage or irregularities. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, and the device was brought to rated burst pressure, the device held pressure for 5 minutes without leaking. Inspection of the remainder of the device found no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending (lad). A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending (lad). A 1.20mm x 8mm emerge¿ balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.